Event description:
A consumer reports that following intraocular lens (iol) implant surgery, they experienced a dark shadow at the peripheral edge of their line of sight, and a "blinking" when they moved their eye from right to left, but the symptoms were diminishing. Three months post-op, they report the shadow at the peripheral edge, although diminished, is still present along with the flickering at the extreme right of their sight-line. They also experience tearing and occasional eyelid twitches along with 'slight depth perception problems'. The underside of the right eyelid feels as though there is a foreign body and they use lubricating eye drops for relief. The association between this event and the iol is not known. Additional information has been requested from the reporter's surgeon.

Event description:
Additional information was rec'd from the pt in the form of a letter and a copy of the pt's implant card. In the letter, they said their symptoms have continued do diminish over the past month. They also mentioned that their surgeon informed them that they had a condition called pseudoexfolidation.